Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the thread on the onetouch ultrasoft lancing device is damaged. This medical surveillance specialist obtained more information from the patient on (B)(6) 2010 during a follow-up call. The patient has a history of epileptic seizures and heart condition. The patient tests his blood glucose 10-12 times per days to manage his diabetes with insulin and food intake. The patient bases his insulin intake on his sliding scale insulin regimen per the lfs meter readings. As a result of the alleged issue, which began on (B)(6) 2010, the patient's testing frequency decreased to 3-4 times per day. Reportedly, the patient was using the just the needle to prick his fingers. Two days later, the patient obtained blood glucose readings of "400 mg/dl" on the lfs meter. The patient reportedly had ketones in his urine and was vomiting. On (B)(6) 2010, the patient went to the emergency room where he was treated with IV fluid. The patient was not hospitalized at the time of concern. The patient felt that had he been able to test as frequently as he usual tests, he would have been able to prevent the alleged incident on (B)(6) 2010. According to the troubleshooting performed with customer service, the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being is reported because the patient allegedly developed symptoms that can be associated with hyperglycemia and received medical intervention for a "400 mg/dl" blood glucose 2 days after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.